Event description:
It was reported that during a ureteroscopy procedure, the fiber used cracked. Due to this, the procedure was finally completed using another fiber. There were no patient complications.

Manufacturer narrative:
D3/g1 additional email: (B)(6).

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber noted it was returned broken in two pieces. The fiber tip and connector were in good condition. The analysis also reported the aiming beam was bright and disorted from the fracture location. Based on analysis result, the interaction between the user and device caused or contributed to the reported event and broke the fiber. The investigation did not identify any abnormality in manufacturing or design and based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, the fiber used was cracked. The procedure was completed using another fiber. There were no patient complications.